Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, the physician found that the stent was dislodged and dropped into the aorta when it was positioned for deployment within the renal artery. The physician tried to remove the dislodged stent but was unsuccessful. The stent was left in the patient and the physician kept observation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. It was further reported that the physician tried to remove the stent by ligation but failed.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the renal artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, the physician found that the stent was dislodged and dropped into the aorta when it was positioned for deployment within the renal artery. The physician tried to remove the dislodged stent but was unsuccessful. The stent was left in the patient and the physician kept observation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.